Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was tingling at the ins pocket. Patient had their ins replaced in (B)(6) and since the replacement the patient reported random tingling at the ins pocket, not uncomfortable but noticeable. Patient reported it was intermittent and not due to positional movement. The ins was checked, impedances and system appear normal. Rep reported she had the patient change the speed of recharging as a precaution because he mentioned it happened once while charging. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was unknown. The patient turned down the recharge speed and an impedance check was done that showed all contacts were within normal limits. No further complications were reported.